Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was high (500-600's mg/dl) and the ketone level was large. The customer was dehydrated and was vomiting. The contact stated that the high bg was thought to be due to the infusion set site; however, the contact did not specify what the problem with the site was. The customer went to the emergency room (ER) and was treated with anti-nausea medication and intravenous fluids. After approximately 5-6 hours, the customer left the ER with a bg level of 275-290 mg/dl. The bg level was declining after leaving the ER and by the next morning, the ketones were gone.